Manufacturer narrative:
(B)(4). (B)(6). User facility listed in initial reporter. (B)(4).

Event description:
According to the reporter, during a colorectal procedure, the anvil could not be removed from the bowel. The physician had to reopen the colon/rectum to remove the anvil. It was not known if reinforcement material was used.

Manufacturer narrative:
Tracking number: (B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and separated from the instrument. A microscope examination of the device displayed nicks on the knife blade. In addition, a deep knife impression was observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the pushers advanced. The device was subjected to a measured anvil retention test with an acceptable result. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The information for use booklet warns the user that when opening the stapler, prior to removal, not to turn the twist knob more than two full turns, as this may allow the anvil assembly to separate from the instrument. Replication of the observed secondary, unrelated to the reported condition knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).